Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced tooth fracture ("tooth crown fracture, starting 1 month after essure placement"). In 2016, the patient experienced back pain ("back pain, starting 15 days after essure placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("pain on elbows"), pain in extremity ("pain on fingers and under heels"), the second episode of arthralgia ("pain on hips") and migraine ("migraines") and was found to have weight decreased ("loss of weight"). The patient was treated with surgery (in (B)(6) 2018, essure was removed requiring removal of the uterine tubes and the uterus.). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, back pain, tooth fracture, pain in extremity, the last episode of arthralgia, migraine and weight decreased outcome was unknown. The reporter provided no causality assessment for back pain, migraine, pain in extremity, pelvic pain, tooth fracture, weight decreased, the first episode of arthralgia and the second episode of arthralgia with essure. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.